Event description:
A 50 yr old female underwent bam in 1970 at another facility, thus the MFR of the silicone gel implants is unknown to this reporting facility. The pt was recently in a mva where she sustained a blow to the right breast. Mammography showed a probable ruptured breast implant. Gross exam: the right implant was ruptured and exuded a clear, gelatinous, tenacious material.